Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed overestimation of battery life on the implantable cardioverter defibrillator (ICD). No changes or interventions was performed. There were no patient consequences.